Manufacturer narrative:
11/5/96 - supplemental report #1 sent to FDA. Additional data entered in d7, d8, d9 and e1. Device indicated and codes entered in h3 and h6.

Event description:
The device was applied during a laparoscopic colectomy procedure. Reportedly, the needle broke. The surgeon applied another device to complete the procedure.